Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) and sterile lot review were unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported by the patient on maude event report mw5077098 that a physician performed a novasure endometrial ablation sometime in the year 2015. The patient reported she experienced "endometrial ablation with novasure caused endometritis (infection) 1 week postoperatively including severe bladder issues including the need for multiple procedure and hysterectomy. I had thermal effects of the ablation to my bladder causing permanent damage including overactive bladder and dysuria". No other information was provided. We have been unable to obtain additional information surrounding this event.